Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a premature ventricular contraction (pvc) ablation procedure for idiopathic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase, the catheter entered the left atrium via a patent foramen ovale (pfo) and the patient became hypotensive. A tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis was performed and yielded approximately 500cc of fluid. The remainder of procedure was aborted. Patient was reported to be in stable condition. Patient required two (2) days of hospitalization as a result of this adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed, as patient had a pfo. There is no information regarding the generator, as no ablation was performed. Patient received anticoagulant (heparin) during the procedure with activated clotting times maintained in an unknown range. Heparin was stopped upon discovery of the tamponade. Medical history: patient was in good health with the exception of the pvcs.